Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient had a skin irritation under her armpit and along the side of her right breast from the lifevest. The area was described as a rash that resembled hives with a bleeding open sore. The patient's physician instructed her to use neosporin on the area. Multiple follow ups with the patient indicated that the irritation continued but that her doctor was aware and instructed her to continue using the neosporin. The final medical outcome of the irritation is unknown at this time.